Manufacturer narrative:
Device passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing. Unable to perform the sleep current measurement and active current measurement tests due to poor contact between the battery simulator insert and the battery sleeve within the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer ran self-test and they got the error alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer failed the self-test and again received hardware low level failure alarm. The battery cap was normal. Customer reported that the insulin pump did received failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.